Manufacturer narrative:
Batch review performed on 04 february 2021: lot 1900393: (B)(4) items manufactured and released on 30-apr-2019. Expiration date: 2024-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: one year after tka the patient laments knee instability. This is assessed to be due to ligament laxity, intervened over time. The cause of this adverse event is disease progression and not a defect of the implanted device. A thicker insert solved the problem.

Event description:
The patient came in reporting instability due to laxity that occurred over time. The surgeon revised the sphere insert flex right 11mm s2 with a sphere insert flex right 13mm s2 1 year and 2 months after primary, to give the patient more stability. The surgery was completed successfully.